Event description:
A surgeon reported that the system shut itself down during a surgical procedure. The surgery was completed the following day.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿a completed questionnaire was received. The patient was a male with age related cataract of the right eye (od). The patient has a history or old cerebral infarction, age related macular degeneration of both eyes (ou), and glaucoma. The surgeon was in the middle of cortex removal when the system shut down. The system was rebooted, but the system did not work. The wound was sutured with the cortex remaining in the eye. No intraocular lens (iol) was implanted. The total time was 60 minutes. The surgery was completed the next day. The patient was hospitalized for the two days. The outcome of the event was noted as symptoms resolved.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 28, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).